Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-15081. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high capture threshold with intermittent capture. Lead damage was suspected. The lead was removed and replaced. When the new lead was placed, the lead perforated the tissue. The patient experienced a blood pressure drop and cardiac tamponade. The tamponade was tapped and resolved. The patient was recovering post procedure.